Event description:
The customer obtained two false positive total b-hcg results on one patient serum sample. Negative results were obtained from the same patient sample using a urine hcg assay and three alternate serum test methods. Persistent false positive total b-hcg results of this type may result in the initiation of treatment. There was no treatment initiated or altered and there was no allegation of patient harm as a result of this event.